Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high capture threshold. The rv lead was successfully explanted. The patient's status was unknown.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited failure to capture. The patient was stable.